Manufacturer narrative:
The device was not returned for evaluation. No imagery was provided for review. The lot number for the device was not provided; therefore, a lot history review and a device history review (DHR) could not be performed. This device is manufactured at an edwards lifesciences supplier. This supplier has manufacturing controls that include 100 percent automation testing for pressure leakage, pressure decay, vacuum decay, and gauge accuracy during manufacture using ultra high purity nitrogen gas before leaving the facility. Devices that pass this test are marked by automation for identification. Devices that fail are not marked. These inspections and tests during the manufacturing process support that it is unlikely that a non conformance contributed to the reported complaint. The following instructions for use (IFU) and guidance for proper use of the commander delivery system and associated accessories were reviewed commander instructions for use (IFU), device prep manual, and atrion IFU. Thv deployment: perform thv deployment. Unlock the inflation device. Initiate rapid pacing ensuring one to one capture, sbp less than equal to 50 mmhg, and pulse pressure less than 10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Additional considerations: verify flex tip is on triple marker to ensure full inflation of balloon during deployment. Ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. Factors that may affect the thv deployment characteristics: narrow, calcified stj: thv movement ventricular and or reduced foreshortening of the thv. Thv oversizing: reduced thv foreshortening. Incomplete thv expansion: reduced foreshortening of the thv. Severe ihss including septal hypertrophy: thv movement aortic. Operating inflation device: release the lock lever and allow the piston to move forward into neutral position (0 atm). To inflate the balloon, engage the lock lever, turn the palm grip on the piston clockwise slowly until the desired inflation pressure is reached. The lock lever maintains the increasing pressure. To gradually deflate the balloon, turn the palm grip on the piston counterclockwise slowly until the desired deflation pressure is reached. To rapidly deflate the balloon, push the lock lever left, releasing the piston, and pull back. Slide the lock lever back to lock, if desired. No IFU or training deficiencies were identified. As the reported event was unable to be confirmed, a complaint history review is not required. A risk assessment was performed on the reported event. The risk of experiencing difficulty and or inability of inflating the balloon intraprocedural and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials and refresher training on how to prepare the system properly and inflation and deflation techniques. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and or device training materials. The benefits of the system outweigh the risks associated with the inability to inflate the balloon intraprocedural. Since no product non conformance was confirmed, a product risk assessment (pra) escalation is not required. No supplier manufacturing non conformance was confirmed, and the reported event is not related to IFU or training issues. Therefore, no corrective or preventative actions (CAPA) are required. The reported event was unable to be confirmed due to unavailability of returned device and or applicable imagery. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined. A review of manufacturing mitigations (supplier) did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, during inflation, after about one third of the contrast medium was pressed into the balloon, the black plunger of the syringe got stuck. It was necessary to close the syringe and open it again and then the complete volume could be brought into the balloon. Inflation difficulty can be caused by the following factors: built up tension in the system due to patient factors performing valve alignment in a non straight section, excessive rotation or torquing of the device during inflation. Inflation device not unlocked during inflation. However, without the returned device or applicable imagery, there is insufficient information to determine a root cause.

Manufacturer narrative:
The edwards inflation device commercialized in europe by edwards lifesciences is similar to the marketed device in the united states by atrion medical products, inc. Under 510k (k032840). Investigation is underway.

Event description:
As reported by an edwards lifesciences in austria in two cases of an implant of an edwards transcatheter heart valve, the black plunger of the inflation device got stuck in the middle of the inflation of the balloon of the delivery system. No more information about these cases is available for the moment.